Event description:
Customer stated that their meter is missing segments. A review of the system over the phone indicated that the meter was missing segments from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.